Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code: 226.642-15. Lot number: 24837p7. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 jun 2024. Manufacturing site: jabil grenchen. A manufacturing record evaluation was performed for the finished device product code: 226.642-15. Lot number: 21534p7. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15 jun 2024. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully and no surgical delay was reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. Corrected: d4 (primary UDI number) and g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 226.642-15. Lot number: 24837p7. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25 jun 2024. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient arrived at the emergency department with a diaphyseal fracture of the middle third of the left femur with fracture of the plate and significant secondary displacement in angulation. The patient was hospitalized in orthopedics for surgery and removal of the broken plate. Indication: osteosynthesis resumption by left femur plate installation: ok. Post-operative control: ok. Good stability.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as two lots number for the device involved in the event were reported, the full UDI is currently not available. E1 initial reporter address line 1: (B)(6).